Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Reportedly, the pump supplies in use during the occlusion alarm had been in use for more than 3 days. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Subsequently, it was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 400 units of insulin. Additionally, it was reported multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose level was 200mg/dl. Reportedly, the customer reverted to alternate therapy for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change issue was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned and no failure related to the reported alarm 9 was identified.